Manufacturer narrative:
Tracking info: (B)(4).

Event description:
When the doctor opened the jaw after the first firing was done, all the staples were malformed and none of them was not field . No problem in thickness of tissue. Operating time not extended. New one was opened to complete the case with no problem. No pt harm. Additional tissue resection: no. Tissue damage: no info of lot numbers is available. In case lot number is identified after arrival of sample, I will add it on cts. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of MFR: unk. Nothing of adverse event caused by extension of operating room time was reported. No pt info is available: gender: unk, age: unk, weight: unk / the customer did not know if reinforcement material was used.